Event description:
Failure of right total knee replacement secondary to wear of polyethylene components of both the tibial plateau with subsequent rotational dislodgement of the polyethlene tibial plateau component and wear of the undersurface of the patella of the femoral component, with resulting instability and pain."